Event description:
It was reported that the intraocular lens (iol) was missing a haptic. A backup lens was used to complete the procedure. The patient outcome is unknown.

Manufacturer narrative:
If implanted, give date: not applicable as the iol was not implanted. If explanted, give date: not applicable as the iol was not implanted therefore not explanted. The device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.